Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective patient pump. The part was replaced and the problem solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported event is a bearing damage due to corrosion formation inside the balls bearing. Environmental condition, such as water infiltration or water formation due to condensation, high level of humidity may have led to the bearing defect preventing the shaft from rotating.

Event description:
Livanova (B)(4) received a report stating that a heater-cooler system 3t displayed an error message associated to a patient pump during procedure. There was no report of patient injury.